Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18760. The patient underwent a procedure for a permanent scs system on (B)(6) 2013. It was reported on (B)(6) 2013 that the patient is experiencing a headache. There was no known csf leak during the procedure and the patient was asymptomatic postoperatively. The patient indicated his headache is relieved by putting his head down and drinking caffeine. Follow-p information indicated the patient's headache has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.